Event description:
It was reported that "the user found the swg was kinked when inserting it during the procedure. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred. The similar issue has occurred about 3 times in total since last year." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00145, and 3006425876-2026-00147.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the user found the swg was kinked when inserting it during the procedure. Therefore, a new kit was used to complete the procedure. No injury to the patient occurred. The similar issue has occurred about 3 times in total since last year." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associate MDR numbers include: 3006425876-2026-00145, and 3006425876-2026-00147.